Event description:
Initially, the report stated that the patient required placement of a pulmonary artery catheter on (B)(6) 2010 and that at some point after placement the patient developed shock. The cause of the shock was under investigation, but the possible causes were considered to be either latex, contrast agent, or anesthetic agent. The flow of the examination was as follows; applying local anesthetic. Puncture. Injection of contrast agent. Insertion of sg catheter. It was unknown when the event occurred. There were no doctor's comments reported regarding the degree of symptoms or how they treated it. The possible cause will be determined in the department of allergy of the hospital. The device was discarded at the hospital. Follow up (B)(6) 2010 indicated that the investigation of the allergenic substance had not been completed yet and the cause was still unknown. The reporter stated that "it seems difficult to examine whether there were any allergic reactions against contrast agent and anesthetic agent. Customer will continue the investigation. The patient was discharged from the hospital as scheduled. No patient complications were reported. This event has not become problematic in the hospital". Additional information was provided from (B)(6) (B)(6) 2010 stating that the hospital was unable to identify the allergenic substance. (B)(6) 2011 additional information was received regarding this event. This patient event was written up as a case study in an article, internal medicine 2011;50(4):355-7. Epub 2011 feb 15, "latex anaphylaxis caused by a swan-ganz catheter"; sekiya k, watai k, taniguchi m, mitsui c, fukutomi y, tanimoto h, kawaura n, akiyama k. Clinical research center for allergy and rheumatology, national hospital organization, sagamihara national hospital, japan. This article notes that the patient developed anaphylactic shock several minutes after the catheter was inserted. Although there was no known allergy to latex, there was a banana allergy, which has a known cross-reactivity to latex. As this new information implicates the swan-ganz catheter specifically as the cause of the event, the event is now reportable.

Manufacturer narrative:
The product was not returned for evaluation; it was discarded at the hospital. The lot number was not provided; therefore, a device history record review could not be performed.